Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the fractured inner coil near the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement difficulties, the lead also exhibited sensing and helix extension and retraction issues. The lead was then returned and analyzed. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement difficulties, the lead also exhibited sensing and helix extension and retraction issues. Adverse patient effects were reported. Product analysis found that the lead was fracture.

Manufacturer narrative:
Corrected fields: d5, operator of device was updated to physician. B5, describe event or problem was updated to include the fracture found in the product analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the fractured inner coil near the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement difficulties, the lead also exhibited sensing and helix extension and retraction issues. No adverse patient effects were reported.